Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead measurements outside of normal range. The lead was replaced with a new lead successfully. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found no abnormalities except for surgery related damage which is not considered abnormal and dried body fluid and tissue around the helix, which is normal for active fixation leads. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead measurements outside of normal range. The lead was replaced with a new lead successfully. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Additional information has been requested and the report will be updated once the information is received.